Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred because endosoft computer was not affiliated with olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report that no endoscopy image from their evis exera iii video system center appeared on their endosoft computer. No patient or user harm has been reported.

Manufacturer narrative:
The customer is not returning their device to olympus for evaluation and has been advised to reach out to the computer OEM, endosoft, for further troubleshooting. Follow up attempts for additional information concerning the failure mode of the evis exera iii video system center have been unsuccessful thus far. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.